Event description:
It was reported that the left ventricular (lv) lead had chronic high thresholds. The lead was explanted and no veins were viable in the coronary sinus so epicardial leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtbb1d1 ICD, implanted: (B)(6) 2013; 6947 lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that electrical continuity testing passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.